Manufacturer narrative:
Investigation summary: the event logs were downloaded and sent to engineering for review. The pump had passed all pci testing. On return of the engineering report. Engineering could not confirm the cause of the device leak from the given logs provided. The infusions were programmed and delivered as expected with interruptions like proximal and distal occlusion alarms. But the device detected and handled the alarm correctly as per the description which is the expected behavior and also the system operating manual mentions the procedure to use the administration set effectively. Engineering summarizes the findings: ¿ by (B)(6), the device was powered on and the device has been used for continuous infusion therapy over an extended period. During this time, there were several episodes of proximal air in line total alarms, distal occlusion alarms, and occasional user interventions to stop the infusion. ¿ the infusions were completed as expected, with no reported issues or complications while some were stopped by the users themselves. ¿ notable alarm events: o on (B)(6), vtbi completed alarm was triggered at 19:02, distal occlusion was triggered at 19:57 and proximal occlusion online a was triggered at 19:58. O on (B)(6), a distal occlusion alarm was triggered at 07:10:59 but was cleared shortly after. O on (B)(6), a proximal air in line total alarm was triggered at 06:55:25 but was cleared shortly after. ¿ the device was powered off by (B)(6) and not powered on again until (B)(6) where the infusions completed as expected while getting interrupted by proximal and distal occlusion alarms and later powered off and not used again. ¿ engineering could not evaluate the leak from the given logs as the infusions were working as expected.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported that liquid from the device leaked out, the "life-saver" will be triggered if the device is in use. There was no patient harm reported.